Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the device helped their symptoms for the 1st month they had it then the device stopped helping so they turned stimulation off. The patient then lost the manual and wanted to know if patient services could check to see if their ins was on. Patient services reviewed how to check ins with the patient programmer (pp). The patient's stimulation was on, during the call patient services reviewed how to turn stimulation off. The patient was able to turn stimulation off during the call. The patient has been having terrible right side pelvic pain and has been to different physicians. The patient wants to have the device removed so they can have a MRI. The pelvic pain has always been a little problematic and the patient does not know when it started. The patient said for the last week every 2-4 hours, the patient  has right lower quadrant pain that drops them to their knees. The patient has called the follow up with their healthcare professional (hcp) and is waiting for a call back to discuss removing the device. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from a healthcare provider (hcp). The cause of the reported issue was unknown. The most likely cause was the underlying medical condition currently being evaluated to be treated. Device replacement occurred.